Event description:
Tech alleged that the stretcher had one brake caster that was still rolling while in the locked position. No pt impact.

Manufacturer narrative:
Tech adjusted the brake caster to resolve the issue.